Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation. Furthermore, a pinhole was noted. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There was no patient complications and the patient was in good condition after the procedure.